Manufacturer narrative:
This report is submitted on june 28, 2022.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics for the infection (date not reported). Subsequently, the patient underwent a skin revision and device explantation on (B)(6) 2022. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Elective removal of an implant is a procedure which requires medical/surgical intervention. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on august 9, 2022.